Manufacturer narrative:
After receiving the complaint, the manufacturing and quality control documents were analyzed. It was observed that the raw materials and production processes are conform to the specifications. No deviations were observed during the manufacturing process. In total, (B)(4) devices from this batch were manufactured in august 2025 and (B)(4) units have already been implanted without any issues. This is the first complaint that we have received about this batch number. The devices are implanted, but we received some xrays. Unfortunately, based only on these images, it is very difficult to find the root cause of the issue. We therefore requested additional information from the reporter. He informed us that the rod used was a tlf-6s t2 80-s reference and that no reducer had been used during insertion of the setscrews. Based on the available information, the main hypothesis is that, in the absence of a reducer, the setscrews may have been inserted under non-optimal alignment conditions, potentially resulting in cross-threading. In addition, it was noticed that the rod has a long unsupported section towards the caudal area. This might played a role in increasing the mechanical forces applied on the setscrews, leading to a load above their functional limit. This could explain the reported migration. The root cause of this cpt is due to the procedure. The off-axis insertion of the setscrew may have resulted in suboptimal alignment. In combination with the mechanical loads applied, this may have contributed to exceeding its functional limits and to its migration. Since the pms report (2022), 36973 surgeries for the perla tl and perla tl mis range were performed and 12 complaints from the field have been registered for this issue. It represents 0,03% of issue occurrence. The rate is very low. Therefore, we close this case as it with no further action.

Event description:
On (B)(6) 2026, we received a complaint from a clinical case (see cpt-4537 folder), from france. The customer's complaint form reports "immediately after the surgery (same day, (B)(6) 2025), the 2 sacral setscrews loosened with a metallic noise. The patient was reoperated 6 days after initial surgery to re-screw the setscrews." We report this case to FDA because this device is marketed in the us.